Event description:
The patient presented to the ER after being shocked. Interrogation of the device showed multiple episodes of vf that were noise on the lead. High impedance was also observed. Noise was not reproduced. When the pocket was opened, twiddler's syndrome was noted resulting in lead fracture. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.